Manufacturer narrative:
(B)(4). Batch # p58h9p. Device analysis: the ec45a device was received for analysis with no visual non-conformances and with an gst45g cartridge reload present. The cartridge reload was received partially fired 1/10 and with 2 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Could not fire. During the vats left upper lobe excision, could not fire when severing the bronchus with ecr45g, and the surgeon heard abnormal noise from the device. Another device was used to complete the surgery. There were no adverse consequences to the patient.